Event description:
Pt was constantly getting "lo" readings for her blood glucose on the suspect device. She had a lab test which showed her blood glucose to be 430 mg/dl. She was hospitalized for 11 days to regulate her glucose.